Event description:
It was reported that the ilet user experienced a low blood glucose following an incorrectly announced meal size, with glucose values ranging from a low of 62 to a high of 312, and the user corrected the low with oral glucose tablets while keeping soda available; no alerts or alarms were involved and education on proper meal announcements was provided. Symptoms included hypoglycemia and hyperglycemia without reported clinical manifestations. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure for meal size entry on the user interface, and the event was resolved after appropriate carbohydrate treatment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.